Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of morphine for malignant pain. The hcp stated the pt underwent explantation of the pump and catheter 4 months later due to infection. Cultures were performed, results unknown. Antibiotics were given and the pt improved. No new pump implant is planned.